Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. CT¿s from 8+ years post-implant revealed that the aneurx bifurcate had migrated into the aaa sac; the bifurcate was positioned ~2cm below the renal arteries and was angulated ~90deg to the infrarenal neck. The aortic neck diameter just below the renals measured ~26mm, 10mm lower measured ~33mm, and there was a proximal type I endoleak. The possible cause of the aneurx migration and endoleak was disease progression; neck dilation and angulation. CT¿s from 10 months later revealed that an endurant aortic cuff and multiple endoanchors had been implanted since the previously seen study. The cuff was positioned just below the renal arteries within the angulated neck, which measured ~60 deg l-r relative to the aneurx bifurcate and iliac limbs. No proximal type I endoleak was seen; however, the lateral-left distal end of the cuff was disengaged from aneurx bifurcate with a resulting type iii junctional endoleak. The exact cause of cuff/bifurcate detachment could not be determined; films during the intervention were not available. It is possible that insufficient cuff overlap combined with continued disease progression (neck angulation) may have contributed to the junctional endoleak.

Event description:
An aneurx stent graft system and an endurant cuff were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan showed a type iii endoleak between the endurant aortic cuff and the aneurx device. It was noted that the cuff did not fully appose the existing aneurx device. The physician stated that the cause of the event was due to a short 3cm aneurx bifurcated stent graft. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.